Event description:
A literature article by ingo mrosewski, viola dannheim, robert klett, matthias urbank, silvia stobbe, jochen r ittner and martin bidlingmaier, ¿rare coincidence: macro-thyroid-stimulating hormone and multiple manufacturer-specific interferences in thyroid hormone immunoassays¿ annals of clinical biochemistry 2024, vol 61(6) 484-489, documented falsely elevated alinity I tsh results for a 44-year-old male patient with no signs of thyroid disease and no personal or family history of thyroid dysfunction. The following data was provided: initial work-up in january 2023 generated by non-abbott device: roche e801 tsh result = 63.9 miu/l (reference range: 0.40 to 4.00 miu/l), siemens advia centaur xpt tsh result = 8.89 miu/l (reference range: 0.35 to 5.50 miu/l, siemens dimension exl tsh result = 53.2 miu/l (reference range: 0.36 to 3.74 miu/l), siemens immulite 2000 tsh result = 57.1 miu/l (reference range: 0.40 to 4.00 miu/l), beckman coulter/brahms tsh result = 10.3 miu/l (reference range: 0.45 to 4.50 miu/l). Work-up 8 weeks later: alinity I tsh result = 35.4 miu/l (reference range: 0.35 to 4.94 miu/l), alinity I tsh result after hbt (heterophile blocking tube) = 35.8 miu/l, alinity I tsh result after nabt (non-specific antibody blocking tube) = 32.7 miu/l, roche e801 tsh result = 56.0 miu/l, roche e801 tsh result after peg (polyethylene glycol) = 1.38 miu/l, roche e801 tsh result after ba (biotin absorption) = 55.3 miu/l. Final patient follow-up in march 2024: roche e801 tsh result = 73.8 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information from the article ¿rare coincidence: macro-thyroid-stimulating hormone and multiple manufacturer-specific interferences in thyroid hormone immunoassays¿, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided in the article were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of tracking and trending data for the alinity I tsh assay did not identify an increase in complaints. A review of the device history record did not identify any non-conformance's or deviations with the likely cause list number and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I tsh reagent, lot number unknown.

Event description:
A literature article by ingo mrosewski, viola dannheim, robert klett, matthias urbank, silvia stobbe, jochen r ittner and martin bidlingmaier, ¿rare coincidence: macro-thyroid-stimulating hormone and multiple manufacturer-specific interferences in thyroid hormone immunoassays¿ annals of clinical biochemistry 2024, vol 61(6) 484-489, documented falsely elevated alinity I tsh results for a 44-year-old male patient with no signs of thyroid disease and no personal or family history of thyroid dysfunction. The following data was provided: initial work-up in january 2023 generated by non-abbott device: roche e801 tsh result = 63.9 miu/l (reference range: 0.40 to 4.00 miu/l) siemens advia centaur xpt tsh result = 8.89 miu/l (reference range: 0.35 to 5.50 miu/l siemens dimension exl tsh result = 53.2 miu/l (reference range: 0.36 to 3.74 miu/l) siemens immulite 2000 tsh result = 57.1 miu/l (reference range: 0.40 to 4.00 miu/l) beckman coulter/brahms tsh result = 10.3 miu/l (reference range: 0.45 to 4.50 miu/l). Work-up 8 weeks later: alinity I tsh result = 35.4 miu/l (reference range: 0.35 to 4.94 miu/l) alinity I tsh result after hbt (heterophile blocking tube) = 35.8 miu/l alinity I tsh result after nabt (non-specific antibody blocking tube) = 32.7 miu/l roche e801 tsh result = 56.0 miu/l roche e801 tsh result after peg (polyethylene glycol) = 1.38 miu/l roche e801 tsh result after ba (biotin absorption) = 55.3 miu/l final patient follow-up in (B)(6) 2024: roche e801 tsh result = 73.8 miu/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.